Event description:
Drager v500 ventilator: when o2 suction button is applied, ventilator will not alarm for disconnection or low minute ventilation for a period of 3 minutes (o2 suction button deactivates low pressure alarm). During this 3 minute time period, the patient may become disconnected from the ventilator and it does not have audible or visible notifications to bedside care givers. Our institution feels this is a safety issue for our patients. This is a drager software upgrade that we feel needs to be addressed. Manufacturer response for v500 ventilator, drager v500 (per site reporter). Per respiratory care manager: they said this is how the software is designed based on the workflow in (B)(4).